Manufacturer narrative:
(B)(4). Radiographs were reviewed by a third party hcp and notes decreased lateral inclination of the acetabular cup with slight lateral eccentric positioning of the femoral head component within the acetabular cup. DHR was unable to be reviewed and the lot numbers are unknown. The root cause is unable to be determined. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 01452.

Event description:
It was reported that patient underwent a right hip revision after an unknown amount of time post implantation due to malpositioning of the implant. Attempts have been made and additional information on the reported event is unavailable at this time.